Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. It was reported the end user declined troubleshooting. Per reporter residual volume was: 71.6, rate 2.2 and 27.38 was given. No adverse patient effects were reported. No additional information is available at this time.